Event description:
Stent graft placed on sterile field, surgeon inserted the graft, unable to deploy graft, removed from patient and sterile field. Diagnosis or reason for use: barscan- (B)(4). Is the product compounded: no.